Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power issue; the epg would not turn on. The main printed circuit board (pcb) is out of electrical specification. Analysis also noted that the bails and bail covers were missing. The epg was returned to the customer without repair. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was scrambled and then it shut off. The epg was returned for service. No patient complications have been reported as a result of this event.